Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that she got the alarm in the middle of the night. Customer stated that a button might have been pressed while she was sleeping. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
All buttons functioning properly during testing however, found corroded keypad traces during visual inspection. No button error alarm during testing. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).